Event description:
It was reported that the customer was hospitalized for high blood glucose of over 800mg/dl. The husband stated that the insulin pump was not pushing out the insulin when attempted to bolus. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.